Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was actually no patient present or procedure being performed when the reported event occurred.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: cable 9736364 s8 zeiss kinevo h3) no parts have been returned for analyis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that during a procedure, the system was unable to inject the video into the scope. The site hit the multivision button on the handgrip and the scope scree/ oculars turned black. There was no reported delay and not reported impact to patient outcome. The site swapped systems and the issue resolved. Troubleshooting included. Swapping scope cables caused the issue to intermittently occur. The scope representative reported that after swapping form an older scope cable on site to a newer territory owned scope cable and changing the multivision settings from qevo source to navigation, the issue was resolved temporarily. With older cable the issue re-occurred. They rebooted the system without resolution. They confirmed that the resolution was set to digital and confirmed cabling to the computer was all correct, and confirmed cope cable dp was in the correct port. In microcal, the confirmed the the system andscope were communicating but no injection could be seen on the scope. They attempted to export the video from the computer to the camera cart and the camera cart monitor displayed no video detected. The bypassed the video from the main cart computer to the scope and the issue was resolve d. They reconnected the scope cable and the issue reoccurred.  The swapped to the new territory owned cable and the issue again resolved. The issue was suspected to be an issue with the video component of the microscope cable.